Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: level 4 contracture, "hard", "swelling, pain under the arm, a lot of lumps, and lump under the arm." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left-side "developed a level 4 contracture within 2 years on the left side." Patient also reported "the left side is harder also and kinda lumpy under my arm on the upper outer aspect of the implant," "swelling, pain under the arm, a lot of lumps, and lump under the arm." Device remains implanted.